Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. Fse replaced part number 146823-01 to resolve the issue. The system was tested and verified as ready for use. Part number 146823-01 is a scrap item and will not be returned back to isi since it was scrapped on site.

Event description:
It was reported that there was error 22003 - with the p-values pointing to sujx- axis-4. Intuitive surgical, inc. (Isi) contacted the isi technical support engineer (tse) and obtained the following information: the issue was identified prior to starting post anesthesia with ports placed and the procedure was completed with 3 arms due to the set up joint (suj) axis 4 issue. There was no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a faulty potentiometer (pot) on the patient side manipulator (psm).